Event description:
I had essure since 2011. When it was placed I had severe pain that has been there ever since on my right lower quadrant. I have periods that don't end, they may lighten to spotting but never end). Migraines, skin issues, dental problems, I have been checked due to symptoms of tia and seizures, have been placed on heart monitors. None of the problems were before this procedure. I am now, at age 38 going to have a hysterectomy to remove essure.